Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-12990 knee scorpions bottom jaws broke. This occurred during an unknown case, with no patient effect reported. Additional information requested

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection identified that the upper jaw had broken off. The fragment was not returned for assessment. The cause of this event is undetermined; however, a probable cause is attributed to user-applied mechanical forces during use.